Event description:
On the (B)(6) 2025 the patient undergone reverse shoulder arthroplasty. On the (B)(6) 2025 the patient undergone revision surgery due to joint luxation, liner, diaphysis and metaphysis revised. On the (B)(6) 2025 the patient undergone a second revision surgery due to joint luxation, liner, metaphysis and glenosphere revised.

Manufacturer narrative:
Batch review performed on 14-03-2025: lot 2203294: (B)(4) items manufactured and released on 21-04-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional component involved: lot 2003790a: (B)(4) items manufactured and released on 27-01-2021. Expiration date: 2026-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold (1 as lot 2003790b) with one similar reported event during the period of review. The similar event occurred on this lot involved this same device, patient experienced luxation but the glenosphere was not revised (MDR 2025-00219). Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.